Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
It was reported that insulin leaked from the adapter and the insulin cartridge. The customer stated the adapter was old and that it may have been the cause of the leak, but she wasn't sure. The customer also alleged that the tip of the insulin cartridge may not have been shaped correctly and did not allow the cartridge to attach to the infusion tubing correctly which could have caused the leak. The patient experienced elevated blood glucose levels. No adverse event was reported. The adapter is being returned for product evaluation.